Event description:
Pt reported the menu button and the check button on her infusion device does not work. Pt is currently in the hospital because she had a fever. No further information is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.